Event description:
I had a knee implant on (B)(6) 2021. When I woke up from the operation, I had real bad pain in my hip and lower back. My doctor told me my pain was not from my knee implant. He told me I had to get a back operation. Once my back was fixed, the doctor told me he needed to do a revision on my knee. Then it made the pain worse in my knee, hip, and back, so I went back to him, he did a c-scan and my hip was fine. So, I told him it was my knee implant. So, dr (B)(6) nurse told me not to come back, because he couldn't help me, and to find myself a new doctor. I went to see seven new doctors, and they told me they couldn't help me, except the last doctor on (B)(6), I fell and broke my femur, due to my knee implant. The last doctor I talked to, said the implant was too big, and told me to go back to the original doctor who did my operation. I went back to the original doctor; he told me he had to operate on my knee and replace my old implant with a different one. That was on (B)(6) 2024. When I woke up the pain was not as bad as it was before the surgery. He told me my implant wasn't right, there was something wrong with it. Since (B)(6) 2021 I didn't have a normal life. I have just been getting back my life in (B)(6) 2024. All I was able to do is sleep and take pain medication for 3 years. It immensely affected my mental health. I couldn't concentrate on doing anything. I wasn't able to do my reading, gardening, sewing, etc. Being on pain medication rained my life. There is so much pain I went through it would take 10 - 30 pages to describe. Since (B)(6), when my implants were removed, the pain in my knee, leg, back, and hip is less pain daily. I don't know if I will get my daily use back, due to the implant striker. If you need any more info, call me at (B)(6).